Event description:
Customer reported the locks are broken. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the broken handle on the c-arm. System operates as intended.